Event description:
It was reported that the patient sought medical attention for an allergic reaction to the pod¿s adhesive. The patient reportedly experienced a widespread skin rash which lasted for several months (exact timeframe not provided). The patient underwent allergy testing and it was determined by a healthcare professional that the patient has an allergy to the adhesive on the pods. The patient was prescribed an unspecified steroid as treatment and continues to use the pods with the use of barriers to avoid further reactions.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.6. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.